Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2021: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have been having accidents like crazy, uncomfortable sensation and turning therapy off. Patient (pt) said they have been pooping on themself and have been trying to find a doctor but the doctors on the list are urology hcps or need a referral. Pt asked to be in touch with a representative (rep) . Offered and emailed bowel listings. Reviewed we can email the reps to call pt back they may know of a doctor who could potentially assist, encouraged pt to continue calling to try to find hcp. . Agent asked for reps name and event date that they notified of the issue. Caller stated that they don't remember the reps name and were told back in (B)(6) that one of the electrodes on the lead was broken. Caller stated that they were told the device may need to be replaced. Caller stated that they spoke to a couple different reps over the last couple days due to not being able to get their device to turn off. Caller stated that they wanted to turn the device off due to the vibration being too high. Caller repeated same information in regard to needing a referral for a new hcp. Agent reviewed to contact current hcp office (dr. (B)(6) and ask for referral for an hcp that is familiar with mdt devices. Patient repeated same information in regard to having accidents and stated that they are afraid to leave the house. Caller requested a message be sent to field staff for further assistance on getting device replaced. Agent sent message to the field. On (B)(6) 2025 pt mentioned that they see an hcp for their crohn's disease and had been taking skyrizi for crohn's. Pt said they had come off of skyrizi and didn't know if they were having accidents because of coming off the drug or if it was their device not working right or if they had an infection. Pt said they sent out a test on the patient's feces to see if they had an infection. Pt said they wished they would have just listened to their original doctor for the device (who was no longer at the practice), the original doctor had asked patient if they wanted to go ahead and have surgery to fix the "broken lead" they had but the patient declined at the time. Pt said they have an appointment with their primary care doctor soon and would ask them to give them a referral to one of the hcp's off the physician listings if a referral was required.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that patient said in november they had a device check and the healthcare provider said one of the electrodes was broken. Patient said the other electrodes were working. Patient was told they would need surgery at some point. Patient also said in the last 2 weeks they have been having a lot of problems. Patient checked the device and felt no sensation at all. Patient tried to play around with moving to a different program and up and down to see if they could get it to work and they put it on program 5 and felt a little sensation but it was too much. Patient said for the last 2 weeks they have been having accidents like crazy, like they were having accidents before but it had gotten worse. Today they think they have it back working a little bit because they can feel just a tad of sensation but they thinks they have the program up too high and they need to get it back where it was. Patient mentioned they were hurting/the device weas causing pressure and it was about to "kill" them and they thought they were going to come unglued there for a minute. During the call patient was able to connect to the implant and turn stim off. Sent hcp listings.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2cefb serial# implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 10-dec-2022, UDI#: (B)(4).b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.